Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, there was difficulty crossing the septum. The left atrium was mapped with a non- boston scientific catheter and had no issues. Then, the farawave cathteter was inserted into the sheath and into the left atrium and while prepping catheter with mapping system it became cobra. The catheter was removed and fixed on back table and reinserted only to cobra again and was unable to be fixed on the back table. A second farawave nav was opened, prepped on the back table and inserted only to also cobra. It was noticed that it was the sheath that was causing the problem. A second faradrive sheath was opened and prepped on the back table and exchanged over a wire. The second farawave catheter was fixed on the back table and then inserted through the new sheath with no problems. The case was then completed with no patient complications. The device is not expected to be returned for laboratory analysis.